Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported unexpected medical intervention was due to case-specific circumstances. During the procedure, medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting level (act) were 243s and heparin was administered. The valve was successfully implanted and the final implant depth was 4.9mm. Post procedure, the patient developed a new left bundle branch block (lbbb) showed on continuous intraprocedural electrocardiogram (EKG). An EKG performed on cardiac post-anesthesia care unit (cpacu) showed resolution of lbbb and patient was in non-sinus rhythm (nsr). Following bedrest post procedure, the patient had severe back pain (7/10) and required morphine overnight. The patient had left sided radiating chest pressure/pain and shortness of breath at home. The patient came to the emergency room (ER) and EKG showed no signs of ischemic changes and no pulmonary embolism. The patient has been discharged on (B)(6) 2025 and chest pain deemed non-cardiac in nature, no pericardial effusion noted on computed tomography (CT).